Manufacturer narrative:
The referenced pump exchanges were reported under medwatch MFR report# 2916596-2016-00362 and 2916596-2016-02419. (B)(4). Approximate age of device - 7 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient seen in clinic (B)(6) 2017 and was noted to have elevated lactate dehydrogenase (ldh) of 1030 u/l. The patient has history of pump exchanges for suspected pump thrombosis on (B)(6) 2016. A ramp echocardiogram on (B)(6) 2017 revealed appropriate decompression of left ventricle. The patient continued to have elevated ldh despite parenteral anticoagulation. The patient received a pump exchange under emergency use. No additional information was provided.

Event description:
An sus voluntary report (mw5070897) for this event was received on 08aug2017 stating: event date: (B)(6) 2017. Patient admitted on (B)(6)2017 due to elevated ldh of 1061 with suspicion for a pump thrombus. Heparin gtt initiated upon admission. Ramp echo performed on (B)(6)2017 which showed an appropriate decompression of the lv with an increase in pump speed. A right heart catheterization was performed on (B)(6)2017 which yielded the following results: pa 26/6, ra 4, pwp 6, thermodilution ci 1.76 and fick ci 2.22. Ldh was followed daily, (B)(6)2017 on heparin. Due to the concern for a sub-occlusive thrombus in the pump the patient was taken to the operating room for a pump exchange on (B)(6)2017. The surgeon was unable to visualize a thrombus, the pump was sent to abbott for evaluation. Surgery went well. The patient is currently recovering on our telemetry unit. Implant date: (B)(6) 2016. Explant date : (B)(6) 2017.

Manufacturer narrative:
The pump was returned assembled with the driveline (dl) severed approximately 2 inches from the pump housing. No device-related issues were identified through the evaluation of heartmate ii lvas, serial number vad-(B)(4), and a direct correlation between the device and the reported event could not conclusively be established. The pump was returned assembled with the driveline (dl) cut into three segments. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad-(B)(4) also revealed no evidence of adhered depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.